Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the moderately calcified de novo left anterior descending artery was 80% stenosed. A 3x8mm and 3x12mm unspecified balloons were used to pre-dilate the lesion at 10 atmospheres. Post stent implantation of a 3x38mm xience prime stent, a check shot revealed a distal end dissection. A 3x8mm drug-eluting stent was used to treat the dissection. Results were very good with timi iii flow without any residual stenosis. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.